Event description:
Patient's anesthesiologist contacted dexcom technical support on (B)(6) 2014 to report that the sensor was inaccurate on (B)(6) 2014 while patient was under anesthesia. Patient's anesthesiologist reported that the device read 39 but the fingerstick value said patient was above 120.patient's anesthesiologist did not report any injuries at the time of contact with dexcom technical support.